Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspection revealed that one coil was returned for this complaint. The interlocking arm was found fractured and missing from the rest of the coil. The coil was returned stretched where the interlocking arm supposed to should be. Microscopic inspection revealed that the delivery wire was not returned. The zap tip has a smooth surface. The interlocking arm was found fractured and it was not returned. The coil dimensions that could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-may-2017. It was reported that the coil was stretched. A 4mm x 10cm interlock¿-35 was selected for use. During procedure, it was noticed that the spire became unusually stretched. No patient complications were reported. However, device analysis revealed that interlocking arm was found fractured and missing from the rest of the coil.